Event description:
The reason for call was caller reported patient had a urinary bladder implant put in patient's left butt cheek a couple years ago and about 6 months ago they switched to a tibial implant in their ankle. Caller confirmed tibial implant was a non-(B)(6) implant (stated they think manufacturer of tibial implant was "blue wind or something like that"). Caller stated over the 6-month period the tibial implant did not perform as well so they switched back a week ago to the implanted neurostimulator in patient's buttock and abandoned the tibial implant in patient's ankle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).